Event description:
Same case as MFR report #6000089-2007-00890. This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary artery drug eluting stenting treatment procedure, inability to cross the lesion was encountered. However, the returned product confirmed stent damage. The target lesion was in the severely tortuous, calcified, mid left anterior descending (lad) artery. The lesion had been predilated with a 2.5x15mm maverick balloon. The physician was attempting to advance the 2.5x12mm taxus express2 drug eluting stent (des) but was unable to deliver the stent to the target lesion and noticed flared stent struts. The physician used a 2.5x15mm quantum balloon and attempted to deliver a 2.75x12mm liberte bare metal stent (bms) to the target lesion without success. The procedure was completed by unknown means. There were not patient complications reported with the patient's condition listed as "fine".

Manufacturer narrative:
Device analysis: product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Final sds inspection includes a visual inspection of the balloon, and stent location and appearance. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The exact cause of the stent damage could not be determined.